Manufacturer narrative:
(B)(4). Are associated with system check out. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system becomes un responsive when attempting to load exams via cd. There was no patient present.